Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief. X-ray showed lead migration. The patient underwent a revision procedure wherein the paddle lead was moved. The patient was doing well post operatively. Nothing was removed.